Event description:
On (B)(6) 2018, an epic valve was explanted, reason for explant unknown. No additional details were provided by the user and abbott continues to request additional details.

Event description:
On (B)(6) 2018, an epic valve was explanted, reason for explant unknown. No additional details were provided by the user and all attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
An event of explant for an unknown reason was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.